Event description:
Edwards received information that a bioprosthetic aortic valve, implanted approximately ten (10) years and four (4) months, was explanted due to structural valve deterioration. The operative report indicates the patient experienced aortic stenosis. During explantation, there was some decreased leaflet mobility and layered tissue within two (2) leaflets of the valve. The explanted device was replaced with another edwards bioprosthetic valve. The patient was reported to have tolerated the procedure well.

Manufacturer narrative:
It was reported that the device was explanted due to structural valve deterioration (svd). Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The operative report documents layered tissue within two (2) leaflets of the valve. The explanted device was not returned to edwards for analysis. There is insufficient information to conclusively determine the root cause of this event. No further actions are possible with the available information.